Event description:
It was reported that the device would not power on. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the main control keypad assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly, and observed that the keypad "on" dome buttons were worn, causing the intermittent failure.